Event description:
It was reported during deployment of this tracheobronchial stent in the superior vena cava, a five-millimeter fragment of coating from the carrier system detached and remained in the pt. Another wallstent was placed to successfully secure the detached fragment of coating to the wall of the svc. Stent placement was successful and the patient's condition is good. This device is currently being evaluated by this MFR. Upon completion of the engineering evaluation, a supplemental medwatch report will be filed under the appropriate sequence number. This device was used in a non-indicated procedure, superior vena cava stent placement. Co believes user technique and/or patient anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "the wallstent tracheobronchial endoprosthesis is indicated for the use in the treatment of tracheobronchial strictures produced by malignant neoplasm or in benign strictures after all alternative therapies have been exhausted."